Event description:
It was reported that a secondary medication set would not flow during infusion. This occurred after the set was primed and then connected to the patient¿s main intravenous line. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.